Manufacturer narrative:
Follow-up report is being filed due to the type of investigation code on the initial report was entered incorrectly. The correct type of investigation code is now being submitted. No other changes to the report are required.

Event description:
Customer reported that in our 4th floor chemo, several nurses experienced hot packs that exploded when they were about to use them on patients. No adverse event was reported.

Manufacturer narrative:
A sample was received for evaluation and the investigation determined that the sample received was already activated and defect reported was confirmed. The root cause was determined to be a void in the side seal due to machine setup. The machine was setup correctly and is designed with a mechanism which reduces the likelihood for this issue. Device history record review was completed on the reported lot v2l207. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Cardinal health will continue to monitor complaint trends for this reported issue of burst and work to identify improvement activities to minimize reoccurrence.